Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker had chest surgery and during the procedure, the device exhibited right ventricular (rv) noise, oversensing and pacing inhibition. It was noted that the noise was likely due to the surgical procedure. The device returned to normal pacing after the noise subsided. Magnet application was not used for the procedure. No out of range measurements were observed and the presenting electrogram (egm) showed the device was operating as programmed. No adverse patient effects were reported. The device remains in service.